Event description:
It was reported that the 9900 system would not boot. No error codes were displayed. Problem happened while testing system prior to daily use. No patient was involved. System taken out of service.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.